Manufacturer narrative:
The device was returned for analysis. The reported leak and the reported loose/intermittent connection were unable to be confirmed. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of level product quality issue. As the reported difficulties were unable to be confirmed during return analysis, it is possible that the cap seal was not fully tightened thus resulting in the reported leak difficulties. Additionally, it is possible that the devices were not properly aligned and/or not fully connected/tightened while attempting to connect resulting in the reported loose/intermittent connection difficulties; however, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added corrections: d1 - brand name updated d2a - common device name updated d3 - name updated d3 - address, city, postal code updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The copilot cap did not work properly since it did not lock and air entered the catheter. Another copilot was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.